Event description:
It was reported that (1) device was used during a sigmoid colectomy. It was reported by the affiliate that the cdh33 instrument was fired by the surgeon and fired ok however, on removing the device, it appeared that the anastomosis had not been cut correctly, so part of that also pulled out with the device. The surgeon then had to complete the anastomosis by hand to complete the case.